Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a spontaneous shutdown of the defibrillator when disconnected from mains and the battery was 100% charged, after which the battery charging indicators stopped working.there was no reported patient involvement.